Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of lens loading issue. Additional information was received stating that the lens was stuck, and they tried using more viscoelastic and still it was not coming through.